Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report. Further information was requested but not received.

Event description:
It was reported that the patient presented with acute pocket infection and hematoma. The whole system was explanted and the puss was drained out. The patient was kept on antibiotic medication. The re-implant procedure was planned.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
New information received notes that the patient was stable before, during and after the procedure and was discharged.